Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine (unknown) at 1 mg/day. The reason for use was non-malignant pain. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log report a motor stall occurred. Per the event logs, a motor stall occurred on (B)(6) 2017 at 8:49 and recovered at 9:26 on the same day. The caller did not know if the patient had an MRI then. On (B)(6) 2018-sep-08 at 15:00, a motor stall occurred with no recovery to date and no MRI. It was reviewed with the caller to silence audible alarms, consider pump replacement, consider programming to minimum rate, cover the patient with non-pump medication, and if explanted/replaced then pump return to the manufacturer is recommended. There were no symptoms reported. The contact was about programming with the tablet, related to use of the settings screen and discontinue screen: reviewed screen navigation, theory, and/or use of event logs. The caller was also assisted with accessing and reviewing event logs and programming pump to minimum rate mode.